Event description:
Additional information from the patient's health care provider (hcp) showed the patient's device was explanted. The reason for explant was reported as "patient did not want scs anymore; history of cocaine abuse." The patient outcome was listed as "no injury."

Manufacturer narrative:
(B)(4) - lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2011, lead model 3777-60, serial #(B)(4), implanted: (B)(6) 2011, recharger model 37752, serial #(B)(4), programmer model 37743, serial #(B)(4).

Event description:
It was reported the patient got shocked in the tail bone if the stimulation was turned up at all, and as a result the patient had to keep the stimulation at a low level. It was noted the patient had not had any therapeutic effect since implant and also had the 'worst' back pain due to the stimulator. The device had not been reprogrammed since implant, but it was checked once and the patient was told the 'numbers were ok.' The patient wanted the device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.